Manufacturer narrative:
One (1) confidence introducer side-fire 13g 4inch needle [product code: 2839-04-613, lot no: htjbco] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the distal tip of the needle had fractured. The fractured tip was not returned as it remained imbedded in the patient¿s pedicle bone. The fracture analysis report for the fractured needle tip revealed deformation consistent with a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. Per confidence surgical technique vb01-21-001, any insertion manipulation or attempting to redirect with atypical trajectory may fatigue the tip of the needle potentially leading to the cement hardening in the side hole (during rotation for removal) and may cause the needle wall to shear. A definitive root cause for the distal tip of the confidence needle breaking cannot be positively determined. However, per the fracture analysis report the fractured needle tip revealed deformation consistent with a quasi-static overload failure. Per confidence surgical technique (B)(4), any insertion manipulation or attempting to redirect with atypical trajectory may fatigue the tip of the needle potentially leading to the cement hardening in the side hole (during rotation for removal) and may cause the needle wall to shear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was l5 vertebroplasty. Dr. (B)(6) was using 6 in 13 gauge needle with side hole. He entered left pedicle and decided to pull back slightly to redirect. When he pulled back we noticed the tip of the side hole needle was left in the pedicle on the medial boarder. Contained within bone but close to boarder. He continued to do procedure using an end- hole needle on the right side and filled with cement on the other side. He did not attempt to access the vertebral body from the left side again for fear he might advance the tip of the needle medially. This is the second case at (B)(6) hospital where a side hole needle has broken off and become lodged in the bone during a vertebroplasty. The physicians are very concerned about this product and want a report with details and to determine if there is a trend with the side hole needles breaking off. Please provide me with a report I can present to dr. (B)(6) and (B)(6) hospital. They plan to report this event.